Manufacturer narrative:
Lot numbers#: 08-2013 x 5, 01-2014 x 2, 03-2012 x 2, 04-2012. (B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported customer reported the (B)(4) ECG leadset has no signal - failed ops check. No patient incident/injury was reported.